Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: separated guide wire requiring snaring. Device issue: guide wire separation. It was reported that the interventional case involved the right coronary artery (rca) that was a subtotal occlusion. The guide wire was put down and another company's microcatheter was put down over the guide wire; however, the microcatheter would not cross the lesion and it was removed. When the guide wire was removed, it was observed to be separated with pieces of the guide wire in distal rca. Approximately two (2) hours were spent trying to snare out all of the guide wire pieces. Prior to all of the guide wire pieces being removed, a xience stent was going to be placed in order to tact the guide wire pieces against the vessel wall; however, after the xience stent was in the anatomy, a flared stent strut was seen and the xience stent was removed from the patient. Additional snaring was done and all of the guide wire pieces were removed from the patient. As this was a planned stent procedure, another stent was successfully placed in order to treat the patient. No patient effects were reported. There is no additional event or patient information available. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
Evaluation summary - quality assurance analysis revealed that the fielder xt guide wire was broken into four (4) pieces (proximal shaft; two extended broken coil wire pieces; guide wire coil section that was snared and tangled thereon). The proximal shaft portion showed that the core wire was broken at 50 mm distal from the proximal end of the distal coil section. Coil pitch was expanded and the coil wires were extended and broken. The coil section portion showed that the distal 110 mm was intact. Upon decoiling, the wire, a distal breakage site was noted at 110 mm from tip end. The coil wire of proximal to the 110 mm from tip was extended long and tangled on the snare, but no cut was observed with the guide wire. Scanning electron microscopy (sem) observation revealed that two breakage sites of the core wire matched each other, showing that the core wire might have been exposed to torsion and repeated bending force before breakage. The coil wire breakage sites seemed to have broken because of expansion and twisting force. From the appearance check and weight inspection, it was suggested that whole 160 mm coil length was entirely returned; however, we could not determined that six breakage sites are matching each other and four returned coil wires are consisting of whole coil of the product or whole coil length is duly returned. The other company's microcatheter that was used in this case was returned with the guide wire. The distal 10 cm of the shaft of the microcatheter was deformed; however, analysis was unable to identify when and how the deformation occurred. It was presumed that some bending force had been repeatedly applied to the section approximately 110 mm from the tip end of the guide wire when the support catheter was advance over the guide wire. Torsional force and the repeated applied bending force exceeded the product design limit, so that the core wire broke. The coil was stretched and decoiled, then expanded along with withdrawal of the support catheter and finally broke. As for the circumstance where the bending force was applied to 110 mm from tip end of the guide wire, it is presumed that this section might have been located at the ostium of the rca, or the trackability of the support catheter might have deteriorated around this section of the guide wire due to some unknown cause; however, we could not identify the detailed situation from the information that was provided. It was reported that all of the guide wire pieces were snared out. Core wire breakage sites matched so that the core wire be judged entirely retuned. "Separation or breakage of guide wire" is described as possible complications and adverse events in instructions for use (IFU). This MDR is considered closed by the product performance group.